Manufacturer narrative:
An unknown femoral head was also revised. Based on the limited information provided, it cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had initial revision on (B)(6) 2015 where the restoration modular cone conical stem and v40 head were implanted.

Manufacturer narrative:
The catalog number and lot code of the revised femoral stem was not identified in the medical records provided. However, the following devices were also revised: 32mm std lfit v40 head, catalog: 6260-9-132, lot: 40907501. Gap plate screw, catalog: 2080-0020, lot: mlm50x. Gap plate screw, catalog: 2080-0025, lot: mllyll. Gap plate screw, catalog: 2080-0030, lot: mke82a. Gap plate screw, catalog: 2080-0035, lots: mlaayr, mle3yj. Gap plate screw, catalog: 2080-0040, lot: mjpvml. Restoration gap ii acet shell, catalog: 2082-0052r, lot: 20282. Exeter x3 rimfit id32 od48, catalog: 63093248, lot: lch997. There was no indication that any of these devices may have caused or contributed to the patient's experience. Post arthroplasty infection is a procedure-related complication not related to the specific device. Multiple previous revision surgeries have significantly increased risk on infection. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the patient had initial revision on (B)(6) 2015 where the restoration modular cone conical stem and v40 head were implanted.